Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid leak of approximately 2 ml in the front left side of the coulter lh 780 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the leak was resolved. Customer did not provide any information on how the leak was resolved. To date, customer has not reported any recurrence of the leak.

Manufacturer narrative:
(B)(4).